Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection/ cellulitis at the ipg incision site. As a result, entire system was explanted on (B)(6) 2024 and patient was prescribed oral antibiotics.